Event description:
Per journal article (see attached): this patient experienced very late thrombosis of a cypher stent approximately 41 months post implant. This patient with a history of exertional angina, high cholesterol, previous smoking and a family history of heart coronary bypass of the lima to the lad in 2001. One year and four months later, the patient had recurrent angina. Angiography revealed a totally occluded second obtuse marginal (om2). The bypass graft was widely patent. Heparin was administered. A 6ff xb3.5 guiding catheter and a 0.014 pt graphics wire were used to access the vessel. The lesion was predilated with a 2.0 x 15mm crosssail balloon inflated to 6 atms. A 2.25 x 18mm cypher stent was deployed to 14 atms with good results. The patient was discharged with orders for plavix (6 months) and aspirin (indefinitely). Approximately 41 months post implant, the patient returned with recurrent exertional chest pain, st elevations on ECG and a raised troponin level. He was pain free on admission and was ruled in for acute coronary syndrome (acs). Lovenox and a loading dose of plavix was administered. Angiography revealed a thrombus within the previously implanted cypher stent in the om2. There was also diffuse disease distal to the stent. A 6fr ebu3.5 guiding catheter and a 0.014 pilot wire were used to access the vessel. The lesion was predilated with a 2.25 x 20mm maverick balloon inflated to 6 atms. A 2.5 x 24 taxus stent was deployed to 14 atms within the cypher stent and extending distally with excellent results. The patient had an uneventful recovery and was again discharged on aspirin and plavix, indefinitely. At six week followup, the patient was well and reported no problems.

Manufacturer narrative:
Note: crs18225 is not distributed in the us; however, it is similar to us product cxs18225. In summary, the male patient with a history of hypercholesterolemia, coronary artery bypass grafting, family history of ischemic heart disease and ex-smoker underwent the implantation of a cypher stent to the second obtuse marginal branch (om) of the circumflex artery (cx). Approximately 41 months post-implant, the patient presented with recurrent chest pain, transient st elevations and elevated troponin I levels. He was treated for acute coronary syndrome and repeat angiogram revealed a distal area of thrombosis in the stent with mild diffuse disease distal to the stent. This was treated with balloon angioplasty and stent placement. The patient remains well with no reported problems. Indication for the initial evaluation was recurrent angina. Angiogram revealed a totally occluded om, a widely patent lima graft to the left anterior descending (lad) and proximal irregularities in the right coronary artery (rca). The target lesion was pre-dilated and the 2.25 x 18mm cypher stent was deployed at 14 atms. Heparin was administered during the case. The patient was placed on aspirin indefinitely and clopidogrel for 6 months. The authors concluded that the patient did not have any risk factors for stent thrombosis and had been compliant with medications. They suggest that any mechanical problem is unlikely and propose that long lesions in small vessels may be independently predictive of stent thrombosis due to delayed endothelialization. As such, the patient is now on dual antiplatelet therapy indefinitely. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In conclusion, thrombosis is a known potential adverse event associated with coronary stent placement. Based on the information provided in the journal article, it appears that vessel charateristics may have contributed to this event.